Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had inner ring on reservoir lip came off and was loose and there was also a crack on the inner part of reservoir too. Customer's blood glucose value was 321 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined troubleshoot for high blood glucose. Customer will return device for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit was received with missing retainer and cracked reservoir tube lip. Unable to perform displacement test due to missing retainer. Unit was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to right arrow button, severely faded serial number label, peeling serial number label, and peeling end cap address label.